Manufacturer narrative:
A sample was received and decontaminated. Photos were reviewed of the pre-decontaminated samples and there was evidence of blood at the interface between the two connectors. When the sample was evaluated it connect properly and there was no evidence of damage to the gasket. Next the sample was pressurized to 1500mmhg for approximately 1 minute and there was no evidence of a leak. The sample was not changed out during the surgery indicating the user made connection was most likely reconnected prior to initiating bypass. The device history record (DHR) was reviewed and no issues were noted. All available information has been placed on file in the quality management for appropriate tracking, trending, and follow-up. (B)(4).

Event description:
The customer reported that during pre-cardiopulmonary bypass (cpb) procedure, the customer made connection of the quick connector became disconnected during circulation. It resulted in less than 10 milliliter (ml) of blood loss. There was a 10 minutes delay to the procedure. The product was not changed out and the surgical procedure was completed successfully.